Event description:
The customer reported that the vertical column intermittently was not working. Also there was a loose wigwag brake.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power supply and the wigwag brake pad.